Manufacturer narrative:
(B)(4) dehiscence. Additional manufacturer narrative: through follow-up with the health-care provider, additional information was received. It was learned that the patient presented with aortic regurgitation due to recurrent endocarditis. According to the operative report, pre-op transesophageal echocardiogram demonstrated severe aortic regurgitation with lv dilation and ef 40%. Upon removal of the valve, it was noted that the noncoronary leaflet was almost completely dehisced off the valve. The valve was replaced with another edwards bioprosthetic valve. Additionally, the surgeon has indicated that the reason for explant was patient related and not due to a device malfunction. Conclusion: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of the infection was not provided.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 9 years. The reason for explanting the device was not provided. No further details were reported.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.